Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting error code 1007 machine and proximal pressure sensors failed message. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
The customer replaced the gas delivery system (gds) for repair, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.